Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead measurements that lead to a high out of range shock impedance alert. Technical services (ts) was consulted and evaluation options were provided. This rv lead remains in service. No adverse patient effects were reported.